Event description:
A surgeon reported that during laser surgery, the laser emission was poor at both ports. They increased the settings from 150mw to 250mw and replaced the laser probe six times, but the laser did not gain power. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).